Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist (rt) disconnected the ventilator circuit to remove the condensation and reconnected the circuit to the patient. The rt walked over to the computer to chart and noticed the ventilator had spontaneously initiated an inspiratory hold maneuver. The patient was attempting to take spontaneous breaths. This was visually confirmed on the ventilator waveforms and patient monitor. Notably, the etco2 tracing remained flat throughout the maneuver, and the respiratory rate tracing showed chest movement. The rt attempted to discontinue the inspiratory hold via the ventilator multiple times. However, the ventilator touchscreen did not respond to touch input and continued the maneuver uninterrupted. The inspiratory hold lasted for a total of 7.2 seconds, after which it stopped automatically without manual termination, and the ventilator continued normal ventilation. The patient remained stable and was placed on another ventilator. There was no harm to the patient.